Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd unknown cathena safety shield activation failed. It was reported by customer that safety did not deploy correctly. Safety did not deploy correctly. Customer response received on (B)(6) 2025. We did not have any negative outcome however the potential for one of the nurses to get a needle stick because the needle did not retract is still significant. This occurred multiple times with the 22g and 20g. I sent xxxx the picture last week.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.